Manufacturer narrative:
Implant date: (B)(6) 2011.

Event description:
It was reported the patient was implanted with an elevate posterior graft in (B)(6) 2011. The patient had a 5mm extrusion removed on (B)(6), 2014. No further patient complications were reported in relation to this event.